Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified. The customer stated there was no issues with the devices or tubing. Patient demographics requested however not provided by customer.

Event description:
It was reported that an unspecified infusion was found "interrupted" stopped, the patient was found non responsive however customer stated "uncertain if related to event." The rn later reported that the device was intentionally stopped by the user so the patient could be attached to a travel pump during prep to transfer the patient to another hospital. The customer stated there was no issues with the devices or tubing.